Manufacturer narrative:
Since only the screw was returned to co a complete evaluation of the difficulties was not possible. Co found no observable defects with the screw portion of the abutment. A review of the product's history was completed and was found to be acceptable per release criteria.

Event description:
M741350